Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported device embolization and bleeding issues occurred. A left atrial appendage (laa) closure procedure was being performed with a start time of 12:15 pm. The patient had a documented paced rhythm for an implantable cardioverter defibrillator (ICD). A 24mm watchman ® laa closure device & delivery system was selected and the closure device was deployed. The original la pressure was 9, a fluid bolus was given and was above 10 prior to implant of watchman device. The release criteria were met, so it was released. Within 10 seconds of the closure device being released, they noticed that it embolized. The patient's rhythm was till paced at this time. The closure device came out of the left atrium through the mitral valve, left ventricle, aortic valve and settled in the descending aorta. They put a 16 french non-bsc sheath in the right femoral artery and used a non-bsc snare to remove the device successfully from the patient. They decided to implant a larger device which was a 27mm watchman ® laa closure device. They successfully implanted the closure device using a different area of the laa. Although the heparin was reversed post procedure, the patient experienced bleeding in the right femoral artery when the 16 french non-bsc sheath was removed. The physician held manual pressure and then inserted the non-bsc guidewire and 16 french sheath back into the right femoral artery until hemostasis was achieved. Part of the non-bsc guidewire had been left in the artery. It was surgically removed via cut down of the right femoral artery. The access point in the right femoral artery was surgically closed as well and the patient was stable.